Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26747. It was reported the pt is experiencing pocket heating while recharging. A model 3726 replacement charger was sent to the pt.